Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that driver would not release from implant mount. Had to use another driver and implant to complete the procedure. No further impact to the patient. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) along with mount and one retaining 2.5mm hex drive r short (rh2.5) were returned for investigation. Visual evaluation of the as returned product identified signs of use and stuck devices- driver and mount. Functional testing was performed. The mount was stuck with the driver and could not be disengaged. Pre-existing condition was type ii (moderate) bone density. The device was located on tooth site #unk and placed/removed same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1243404) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed for rh2.5 without lot information. Complaint history review by lot number (1243404) was performed for similar events and no other similar complaint identified. A complaint history review by item number was conducted for the (rh2.5) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.